Event description:
It was reported that the patient presented in-clinic after receiving alerts for non-sustained lead noise. Decreased sensing was also noted. The noise was reproducible in-clinic with isometrics. Subsequently, x-rays revealed the lead was coming in contact with another chronic lead. An insulation anomaly and fracture were noted. Lead was explanted and replaced. Patient did well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 4.5-5.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and undersensing.